Event description:
The customer reported that there was a stator error and that the system was unable to perform fluoroscopy. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The generator drive board, power motor relay, and the battery were replaced during the service call. The system was tested and found to be working as intended and put back into service.